Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide cath: axess; stent: promus element. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, 75% stenosed, mid left anterior descending artery. After deployment of a non-abbott stent, the 2.75 x 8 mm nc tenku balloon catheter was used for post-dilatation; however, the balloon ruptured on the first inflation at 5 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. A 2.75 x 8 mm non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.